Event description:
It was reported that the system has had repeated issues, errors and replacements. During a navio tka procedure, the system will not connect to the camera hardware. The procedure was changed to manual instruments with a delay of less than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio surgical system (us), product: npfs02000, sn: (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may have been associated with intermittent connections or improper setup. The navio user's manual (500196) provides instruction for camera setup, operation and troubleshooting. The navio surgical technique guide (500197) provides instructions on how to revert to a manual case from a system failure. This failure is an identified failure mode within the risk assessment. The medical investigation found that this complaint from the us reports that the device malfunctioned/would not connect to the camera hardware; therefore, the procedure was abandoned for manual instrumentation with less than a 30 minute surgical extension. The requested clinical documentation/information was not provided for inclusion in the medical investigation. Based on the information provided, patient impact beyond the reported modified procedure and the 0-30 minute surgical delay would not be anticipated as no patient injury was alleged. No further medical assessment is warranted at this time. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.